Event description:
It was reported that high pacing impedance and high capture threshold was noted on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was recovering after the procedure.